Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/28/2013 and 04/25/2014. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Patient reported having had left side moderate breast pain; this event is not related to the device. Device has been explanted.